Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The cause of death was heart problems and e-coli. The caller stated that the customer had heart issues and kidney issues that may have led to the customer's passing. The customer¿s blood glucose was over 600 mg/dl from (B)(6) 2017. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected over 2 days prior to passing as the customer was hospitalized. The customer was using sensors. The caller agreed to return the insulin pump for analysis.